Event description:
Customer reported a charger failed error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the 24v power supply. System operates as intended.